Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent deployment and balloon inflation issues occurred. The target lesion was located in the ostial of the left anterior descending (lad) artery. A16x3.0mm taxus liberte stent delivery system (sds) was advanced to the lesion. Upon inflating, the balloon immediately deflated. A new balloon was advanced and inflated to fully deploy the taxus liberte stent. No patient complications were reported and the patient's status is stable. Additional information has been requested and is not available.